Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having trouble charging their implant and the issue began probably about a week ago. Patient stated they had problems charging with the paddle where it would not recognize the implant in their body and no matter what they did it took them about 45 minutes to find the implant. Patient also stated they were in so much pain and needed the implant working after trying to search for it. Patient mentioned they had gained fat and muscle since the implant and wondered if that could interfere with the charging; agent reviewed information. Patient asked about equipment and implant longevity; agent reviewed information. Patient asked about insurance and replacement of implant costs; agent reviewed information and redirected to doctor for further information. Patient stated that when they try to charge the implant they have to go through passive recharge and it takes multiple times before it kicks a charge session out; patient added it took them 3 tries this morning. Patient was walking into an appointment and will call back to troubleshoot. See general text for omitted information